Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in two pieces. Electrical tests found no indication of conductor fractures, while shorting, consistent with procedural damage was noted. Visual and x- examination did not find any anomalies with the exception of procedural damage

Event description:
It was report that the patient presented for implant of the right ventricular (rv) lead. The lead was initially placed in the rv septum with satisfactory sensing measurements. When the lead was rechecked prior to being sutured, sensing measurement decreased significantly. The physician attempted to reposition the lead; however, no sensing was observed. The lead was clipped and removed, and a replacement was used to complete the procedure. The patient was stable.